Event description:
It was reported to philips that the ECG lead is not showing up. The customer returned the device to bench and when it was returned to the customer, a different ECG lead was not showing up. There was no reported adverse patient impact.